Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (pain during and after MRI). Surgery to replace the magnet was completed on (B)(6) 2019 under general anaesthetic. The implanted device remains.